Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display during self test. Problem isolated to the motherboard.

Event description:
It was reported that the insulin pump stopped during self test, and the case was cracked. No further information was provided.